Event description:
Follow-up revealed that the explanted generator will not be returned to the manufacturer for analysis as it suspected that the device has been discarded as the contact at the hospital did not receive any request to have the product returned.

Event description:
It was initially reported that the patient had an increase in seizures and requested to have the vns explanted. Follow-up with the physician indicated that the increase in seizures per the patient has been since implant and the patient reported that he is having up to 3 per day. The seizure frequency prior to vns was unknown. The patient also had a generalized seizure the date following a settings change. Although this was not abnormal the patient typically has focal seizures. The patient is still perusing explant. The physician has not tried disabling the patient to see if the issue resolved. Explant is per the patient¿s request and that is why they are being referred. No further information was provided. Surgery if likely but has not occurred to date.

Event description:
The patient's vns generator was explanted on (B)(4) 2013.